Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was black. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. Investigation is ongoing.

Manufacturer narrative:
After further investigation, (B)(4) was created in error. Please refer to (B)(4) for the full investigation as the "vent inop code 1009" and "black screen" issues are related. The device went inop¿the screen went black, and a 1009 ¿pressure regulation high¿ error message was displayed. All subsequent reporting activity will be documented under (B)(4) MFR report number 2518422-2025-044851.